Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11 november 2025, it was reported by a sales representative via email that an ar-13999mf, fastpass scorpion sl-mf was reported to be failing to close. This occurred on (B)(6) 2025 during a rotator cuff repair. The case was completed successfully using another scorpion. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.